Event description:
The pt reprotedly has experienced intermittencies between the external equipment and the cochlear implant. The pt was seen at center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. In february 2006, the pt was seen by a company rep for device evaluation. Testing performed confirmed that the pt's device was functioning. The decision was made to explant the device. Surgery to explant the pt's device is to be scheduled.